Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that cubbies in row d were not functioning properly. The fse inspected the row board ribbon cable from the side of the drawer. Reseated all row trays, but the drawer still failed to detect the cubies. Replaced the retractor band, which allowed the drawer to recognize the cubies, though performance remained inconsistent. Raised the individual drawer pyxibus module control, which resolved the issue and restored full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary completed drawer had failed. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.